Event description:
During evaluation of the device by a philips fse for an unrelated issue, it was identified that the battery charge time was outside of specification. There was no patient involvement.